Manufacturer narrative:
Section h6 codes were updated. Manufacturer reference #: (B)(4).

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference (B)(4)..

Event description:
A site reported to rxsight that a patient's light adjustable lens (lal, sn (B)(6) , +17.0d) was explanted. Rxsight's first awareness of the event was on 03/26/2024.